Event description:
It was reported that the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The ipp was removed and replaced with a spectra malleable penile prosthesis. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.